Manufacturer narrative:
Per the user guide: always make sure that the correct time and date are set on your system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see the pump data after a successful upload of the data. While troubleshooting with tandem technical support, the year on the pump date was incorrect. The customer had inadvertently forgot to set the correct year when the pump was set up. Cts assisted the customer with correcting the date and the current data was observed. There was no reported impact to the blood glucose.